Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not vibrate when the insulin cartridge was empty. The patient was not aware of the error message that was displayed. The patient's blood glucose level was 14 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.